Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as alleging the insulin pump was over delivery as well as multiple insulin pump error alarm. Customer¿s blood glucose level was 70 mg/dl and 50 mg/dl. Customer¿s blood glucose was 62 mg/dl at the time of incident and current blood glucose level was 85 mg/dl and 92 mg/dl. Customer¿s other blood glucose level was 253 mg/dl and 198 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that they performed a self test and the test did not pass. Customer got another insulin pump error occurred. Customer also reported that the insulin pump had received insulin flow blocked alarm as well as battery failed alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer stated that they got the alarm twice. Customer reports event was resolved by changing complete set. Customer was not using auto mode. Troubleshooting was performed for low blood glucose level, over delivery and insulin pump error alarm. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed and monitored basal profiles. Device passed the delivery accuracy test. No unexpected failed battery alarm noted. Device received with cracked retainer and pillowing keypad overlay.